Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection and functional testing were performed. Functional testing identified the f-38 alarm. The cause of the condition was determined to be inoperative force sensing resistors (fsrs). To correct the condition, the fsrs were replaced. The device was serviced to meet functional specifications. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have an f-38 alarm. There was no patient involvement. No additional information is available.